Manufacturer narrative:
The technician found the casters were worn. He replaced the brake and steer casters to repair the bed.

Event description:
Info received indicates the brake is not holding at the foot of the bed.